Manufacturer narrative:
Based on the review of device history records, dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Product likely failed due to a build up of metal which has accumulated on the punch tip, over time from use. The metal build up is responsible for the reported jamming condition, and/or not inspected for wear and disfigurement and prior to use, which may have prevented the use of the instrument and its failure. This was not a supplier issue. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
It was reported that during a shoulder procedure on (B)(6) 2014, the slotted max cutter was jamming. There was no delay in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter name: unknown; phone: (B)(6).